Event description:
It was reported that while advancing the enterprise delivery system through the unknown microcatheter there was difficulty met at 1/3 near distal end of the microcatheter, although 2 attempts were made, but all failed. Then, the enterprise system and microcatheter were withdrawn from the patient. The stent had been released out of microcatheter. The enterprise device was changed to complete the procedure through the same microcatheter. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. Prior to the enterprise not being able to advance all the way through the microcatheter, there was no resistance when it was inserted/advance in the microcatheter or any other time, and there were no kinks in the mc that may have contributed to the event. Constant fluoroscopy was performed at all times, and an adequate continuous flush was maintained through the mc at all times.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that while advancing the enterprise delivery system through the unknown microcatheter there was difficulty advancing at 1/3 near distal end of the microcatheter. After two failed attempts to advance, the stent system and microcatheter were withdrawn from the patient. The stent deployed after it was withdrawn from the microcatheter outside of patient. The enterprise device was changed to complete the procedure through the same microcatheter. The microcatheter was re-shaped prior to use with the shaping mandrel, steam, and without any damages. Prior to the enterprise not being able to advance all the way through the microcatheter, there was no resistance when it was inserted/advance in the microcatheter or any other time, and there were no kinks in the mc that may have contributed to the event. Constant fluoroscopy was performed at all times, and an adequate continuous flush was maintained through the mc at all times. Two none sterile enterprise vrd delivery wires were received coiled inside of a plastic bag. Additionally two microcatheters were received. With further investigation, it was reported that only one enterprise system, the one for which the stent had deployed after removal, had an associated complaint. The two delivery wires were inserted through the returned microcatheters, no damages were observed on the devices. The stents were not received for analysis. No dry blood residuals or saline solution were observed in the devices involved. The enterprise vrd delivery wires were observed under microscope and no damages were observed. The functional analysis was performed without stents. The delivery wire (without stent) was inserted into the microcatheter (mc) sample returned for analysis and it was able to pass through the mc without any difficulty. The functional analysis was performed with the two delivery wires and two microcatheters. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10049237. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Inability to insert the delivery wire through the microcatheter was not confirmed; the stent was not returned; therefore, functional testing with the stent and further analysis of the stent is not possible. The returned devices did not present with any manufacturing defects or anomalies contributing to the reported event. It was confirmed that the stent was deployed. Based on report that it deployed during the withdrawal of the system from the microcatheter after removal from the patient, it can be concluded that the deployed occurred due to the procedural factor of the enterprise introducer not being seated in the microcatheter during withdrawal. Due to the sequence of events and the devices as received, no conclusion can be made regarding the inability to advance the enterprise system through the microcatheter. With functional testing of the devices as received and the device history records, there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information indicated that the event report only occurred in one device, and it unknown why the additional devices were returned for analysis. Two none sterile enterprise vrd and delivery was received coiled inside of a plastic bag. Also two microcatheters (mc), were received for analysis. The two delivery wire were inserted across the microcatheters, no damage were observed on the devices. The stents were not received for analysis. No dry blood residuals or saline solution was observed in the devices involved. The enterprise vrd and delivery devices were observed under microscope and no damages were observed. The functional analysis was performed according to the dp (B)(4), without stents. The delivery wire (without stent) was inserted into the microcatheter (mc) sample returned for analysis and it was able to pass through the mc without any difficulty. The functional analysis was performed in the two devices involved. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10049237. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer 'stent - deployment difficulty-premature deployment' was not confirmed, owing to the stents involved in the reported failure, were not received for analysis. The reported failure by the customer 'delivery wire / impeded in microcatheter' also was not confirmed, owing to the two devices returned for analysis were able to pass through the mc without any difficulty (without stent). The devices involved did not present any obvious manufacturing defects or anomalies that may have contributed to failure as reported. The cause of events experienced by the customer during preparation of the device could not be conclusively determined. The device did not present any obvious manufacturing defects or anomalies that may have contributed to failure as reported. The device history records indicate that the product met specification prior to shipment; therefore no actions will be taken at this time. Additional information will be submitted within 30 days of receipt.